Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: the device was returned for analysis. Visual inspections were performed on the returned device. The difficulties removing the guide wire and separation were confirmed. Based on the obtained information, the investigation determined the difficulties to be related to circumstances of the procedure. The production record could not be performed as no lot information was available. Though review of the production record could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency.

Event description:
Subsequent to the previously filed medwatch report additional information received stating that the patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. (B)(4). (B)(4) distributes the device and is responsible for MDR reporting. The device was returned to the manufacturer. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified mid-right coronary artery. A non-abbott microcatheter and unknown asahi guide wire were being used in the procedure. The microcatheter was drilled and spun. The microcatheter and guide wire could not be removed from the anatomy so a snare device was used to remove the catheter; however, when out of the anatomy, it was noted that the guide wire tip had separated and was missing. It is unknown if the tip remains in the patient. No additional information was provided.